Event description:
The procedure was to treat a chronically totally occluded (cto) lesion located in the distal rca, which was mildly calcified with moderate tortuosity. Attempts to advance the cross sail balloon catheter and another balloon catheter were not successful. Then two guide wires were advanced to the lesion and two ballon catheters were used, one being the crosssail balloon catheter. However, the crosssail did not advance smoothly and during an attempt to remove the crosssail balloon catheter, there was difficulty and it could not be removed. The corsssail balloon catheter was removed forcibly and the shaft separated at the guide wire exit notch within the guiding catheter. The devices were removed as a system and nothing remained inside the patient's body. Reportedly, there was not patient injury.